Event description:
Pt received microwave thermotherapy with no complications during the treatment. The pt experienced urinary retention the following day which required catheterization for a period of 6 days. The pt was seen in 2000 with complaint of urinary incontinence.